Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It is reported that after reviewing the patient submitted records, photos show an active posterior open bite. The patient did not have this present before starting treatment. This is a contraindicated patient for crowns, dental implant, veneers and periodontal.